Event description:
Health care professional called to inform advanced sterilization products that three (3) patients, post colonoscopy complained of cramping, fever and some bleeding. Reference MFR reports: 2084725-1998-00004 and 2084725-1998-00006.